Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was unable to deliver bolus by entering 20 carbs because she had the incorrect personal profile on which is only meant for exercising. The customer acknowledged user error and resumed insulin deliveries. There was no reported impact to customer's blood glucose level.